Event description:
It was reported that due to the stylet, the lead was unable to be implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of unable to insert stylet was confirmed in the lab. Analysis found lead crush damage. The crush located at 9.0 cm from pin caused a short circuit between the coils and prohibited the insertion of the stylet.